Event description:
A patient reported blood glucose results of 278mg/dl and 526mg/dl with a lifescan meter, performed within 1 minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Patient also reported that meter does not power on when a test strip is inserted into the test strip port. Meter does power on by pressing the "m" button. Customer service was not able to resolve the issue and sent patient a new meter.